Event description:
It was reported that during implant attempt, the initial target vessel yielded phrenic nerve stimulation at levels less than thresholds. The secondary target vessel anatomy was larger in diameter, so the physician elected to use another lead model, which was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead implanted: (B)(6) 2008. (B)(4).